Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring proximal seal did not come out during the operation. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B)(4), 2010, for investigation. A visual inspection revealed that the delivery device was returned with the seal and the tension spring assembly inside the tube. There was very little blood on the device. The plunger was not depressed all the way. Upon depressing the plunger, the seal came out of the delivery tube but it was partially unraveled. Based upon these findings, the reported failure mode "seal did not come out during the operation" was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. A supplemental report will be submitted when the investigation is completed. (B)(4).